Event description:
It was reported, that patient's atrial lead exhibited high pacing impedance, high thresholds and inappropriate mode switch. Lead dislodgment was suspected. The lead was explanted and replaced. The patient was stable.